Event description:
It was reported that the pta balloon detached from the catheter and remained in the introducer sheath. There was no report of injury to the patient.

Manufacturer narrative:
The device history records are being reviewed. The sample has been received and is currently being evaluated. The investigation is underway.